Event description:
It was reported that the ilet user¿s insulin cartridge ran empty for several hours, after which a supply change was performed and the infusion set tubing was disconnected and primed with visible drops observed; initial blood glucose was 396 mg/dl and subsequently trended down to 276 mg/dl after troubleshooting. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included customer service troubleshooting focused on infusion system priming and supply change education. Investigation of this case revealed that insulin delivery was interrupted due to an empty cartridge and was resolved by proper priming and supply replacement, indicating user-related supply depletion and not reverting to alternative therapy as the likely contributors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related error associated with delayed cartridge replacement and priming.